Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204 / damaged cable) has been confirmed. As received, the belt failed incoming testing as it would nto communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn), damaging the j702 connector on the pca board. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and had a damaged cable.